Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty with meal announcements, stating that ¿more than¿ meals provided only slightly more insulin, leading to prolonged highs. The highest blood glucose (bg) recorded was 229 mg/dl, which was corrected with ilet-delivered corrective insulin. The user also reported early morning lows, with a lowest blood glucose (bg) of 61 mg/dl, treated with juice and movement. Additional training was scheduled to review meal announcement strategies and potential continuous glucose monitoring (cgm) target adjustments. No symptoms, outside assistance, or medical intervention were reported at the time of call.